Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device would not discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated during a routine shift check the following day, a nurse performed a self test with paddles and received an unintended delivery of energy.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.